Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 8/28/2020. Device returned to manufacturer ¿ yes. Device evaluation: it was returned in a plastic bag. Plunger was in a fully advanced position and all the components were correctly engaged. There is no assembly error and /or defect observed related to manufacturing process. Visual inspection performed under microscope: lack of lubricant material residue was observed in the device. The lens returned out of the device and it looks in a good condition. No damaged/defect was identified in the product returned that may lead the reported conditions. The reported issues were not verified. Based in the analysis no product quality deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) model pcb00 did not advance completely out of the cartridge and iol was in patient right eye then removed. Procedure was completed using new lens of different model zcb00 but same diopter. There was no patient injury and patient is doing great post-op. No further information is available.